Event description:
The ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.